Event description:
It was reported a keypad- damaged.

Manufacturer narrative:
Additional information added to: b4,g4 revised date to 11/25/2019.

Manufacturer narrative:
The proximate cause of the pole clamp issue was caused by the improper assembly of the helicoil being installed too deep.

Event description:
It was reported a keypad- damaged

Manufacturer narrative:
The proximate cause of the customer report of a keypad issue was determined by service to be due to a physically broken keypad.

Event description:
The keypad was damaged.

Manufacturer narrative:
The customer report of a damaged keypad was confirmed during the service process. The proximate cause of the customer report of a keypad issue was determined by service to be due to a physically broken keypad. The proximate cause of the pole clamp issue was caused by the improper assembly of the helicoil being installed too deep. There was no reported patient injury. This device is used for therapeutic purposes.

Manufacturer narrative:
H10: the customer report of a damaged keypad was confirmed during the service process. The proximate cause of the customer report of a keypad issue was determined by service to be due to a physically broken keypad. The proximate cause of the pole clamp issue was caused by the improper assembly of the helicoil being installed too deep. There was no reported patient injury. This device is used for therapeutic purposes.

Event description:
The keypad was damaged.